Event description:
Event: patient expired post ancure implant. Event details: the graft implanted without difficulty. Stents were placed bilaterally in the limbs. The patient developed a cold left foot in recovery. An embolectomy was performed in the external iliac artery. The physician retrieved a circumferential wedge of intima from the limb. Limb flow was checked and looked good. The patient developed bowel ischemia and became acidotic over the next several hours. The patient expired 24-36 hours later.